Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt rec'd his scs sys, including a surgical lead, on (B)(6) 2009. It was reported that the pt lost stimulation, and the amplitude stopped at perception on all of the pt's programs. Diagnostic testing revealed invalid impedance readings on 6 of the 8 lead contacts. The physician plans to perform a revision or explant/replacement procedure; however, the surgery date is currently undetermined. No further info is available at this time.